Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for 3 days in the beginning of (B)(6) 2015, due to diabetic ketoacidosis. Treatment provided and date of admission and discharge from the hospital was not provided. Customer reverted to manual injections.